Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock following an episode of afib with rvr. Programming changes were performed. The patient was in stable condition.